Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported refilling cartridges with insulin. Technical support informed customer that cartridges should not be reused per the user guide. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 143 mg/dl.